Event description:
This case was reported by a consumer and described the occurrence of skin cancer in a (B) (6) male patient, who received breathe right nasal strips (breathe right nasal strips tan) for an unknown drug indication. A physician or other health care professional has not verified this report. Concurrent medications included paracetamol (tylenol) and tamsulosin hydrochloride (flomax). On an unknown date three to four years prior to this report, the patient started breathe right nasal strips. Approximately two to three years after starting breathe right nasal strips, the patient experienced application site papules. Subsequently, the patient was diagnosed with basal cell carcinoma. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The consumer reported that he began using breathe right nasal strips approximately 3-4 years ago and has had pimples on his nose for the last year. The consumer reported that approximately 1 1/2 months ago, his doctor diagnosed him with basal cell carcinoma.

Manufacturer narrative:
The reporter stated that he was going to contact an attorney. (B) (4). The lot number for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B) (4).